Event description:
The sales rep reported that the patient got an infection after a tongue and hyoid suspension procedure with the repose system. The doctor stated that the patient developed a deep neck space infection requiring 2 trips to the operating room to drain abscesses. The repose screw was not removed during these procedures. The patient was discharged from the hospital in good condition. This was the doctor's first time using the repose system. The sales rep was present for this case, and indicated that there was no damage to the sterile barriers, nor was there anything out of the ordinary that would cause this level of infection.

Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter, despite multiple attempts to obtain the required information. The record of these attempts are documented in the complaint record. An analysis of the device in question was not possible as the device was not returned to the manufacturer. There is no inventory of the reported lot number available in the distribution center for evaluation. A review of the manufacturing records showed no anomalies during the production of this product. This product was being used for treatment, not diagnosis. On 01 feb. 2011, doctor sent an e-mail that stated: "patient is seen weekly. Open wounds still healing; on oral antibiotics for another week." Doctor stated he believes the patient's event was not related to a product quality issue.